Event description:
A father reported his son experienced a "fungal eye infection" in the right eye following the use of complete moistureplus multipurpose solution and complete blink-n-clean (MDR 2020664-2006-00037). The reporter indicated that the patient began use of visitint contact lenses in summer 2006 and was given complete by his eye care professional. Around 11/06 he experienced a watery, red, right eye. He discontinued lens wear and saw his doctor. Reportedly, the doctor performed a culture of the eye and found it was fungal in nature. He was started on natamycin. At the time of the report the patient was still being treated. In follow up the reporter declined to provide additional information. He indicated that they had performed microbiological analysis and that some "bacteria" (type unk) grew from the solution (unclear if it was from complete moistureplus or complete blink-n-clean). He said his son was slowly recovering and his vision was improving.

Manufacturer narrative:
Retained testing from a reserved sample was evaluated. Complaint unit was not returned to the manfacturer for testing. Chemistry and batch review. Chemistry testing for a retained unit was within product specifications. Batch record review completed and no deviation was found in manufacturing or quality reports. No conclusion can be drawn.